Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented with a painful pocket about nine months post implant. This pacemaker exhibited very superficially and the physician was concerned for impending erosion. Subsequently, a system revision was performed and this pacemaker was explanted. No additional adverse patient effects were reported.